Event description:
Essure was placed by obgyn. Suffered extreme abdominal pain for years, bleeding was so heavy that iron was grossly low, hair loss that has not returned. Obgyn recommended oblation to alleviate heavy menstrual cycle. Still suffer with intense pain and irregular cycles.